Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hcv ii on a cobas 6000 e601 module. The sample resulted in an anti-hcv value of 201.4 coi (reactive) when tested on the e601 analyzer. Two other laboratories reported non-reactive results for this patient.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). The investigation is ongoing.